Manufacturer narrative:
(B)(4). The field service engineer (fse) found that the exhalation seal was not properly seated. The fse properly reinstalled the seal. All performed tests were then passed with no alarms.

Event description:
It was reported that the ventilator was not accurately measuring tidal volumes during patient use and was alarming a circuit disconnect. The patient was placed on another ventilator without any reported harm.